Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed intermittent communication issue between camera cart and main cart. Replaced the interconnect cable, the system then passed the system checkout and was found to be fully functional. A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that returned (casepart-290076) cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: cable 9735772 extrnl main to cam s8 svc. E device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system showed localizer not connected and then the camera cart went to a grey screen that read "disconnected." The medtronic representative reseated the interconnect cable and the error was resolved. This issue was replicated in the in house system. There was no patient present when this issue was identified.